Event description:
Boston scientific received information that this device was explanted due to a depleted battery. The physician did not allege an accelerated depletion; however, this unit did not exhibit longevity, as predicted in product labeling. No adverse effects were reported and the explanted device is intended to be returned for a longevity analysis.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Event description:
--